Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise, intermittent loss of capture, high threshold of approximately 3.5v, and spikes in pacing impedance measurements with one instance of greater than 3000 ohms. It was noted that the patient was persistently in atrial fibrillation (af) with underlying conduction. No additional adverse patient effects were reported. This rv lead remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).